Manufacturer narrative:
During initial inspection of the device, foreign material was found protruding from the air/water nozzle. The blockage appeared to be a black rubber-like material. This material did not originate from the endoscope. In addition, service found that water flow was reduced due to the channel being blocked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, the subject device's water channel was blocked and there was low water flow from the scope. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that debris of injection tube, and/or silicone rubber product, etc. Entered channel and clogged in the nozzle. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU) operation manual: "-inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system, inspection of the air-feeding function, inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.